Event description:
During a follow-up call on an unrelated alarm, the peritoneal dialysis registered nurse (pdrn) reported that the home patient (hp) was in the hospital due to peritonitis, which was diagnosed on an unknown date in (B)(6). The pdrn stated the cause of the peritonitis was unknown. Product surveillance again spoke with the pdrn on 24 feb 2012 in an attempt to obtain additional information regarding this report. The pdrn stated that the hp had been released from the hospital on (B)(6) 2012 and had recovered from this event. The pdrn stated that she did not have access to the lab results or treatment provided while the patient was hospitalized and that she would not be receiving any of that information from the hospital. No further information will be available from the pdrn for this event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 regarding this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11g08054 and h11h28068) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the reported condition was not confirmed and the root cause of this incident could not be determined.